Event description:
Caller is a diabetic patient who recently found out that his tandem t-slim diabetic pump has restrictions which is not written anywhere in their training manual or online. The 1st restriction is the total insulin delivered and value is 100 units, 2nd is the body weight which is restricted to 300-309lbs. Third is the basal rate of 3 units per hour. This is documented in the user manual but not anywhere in the control iq. There is no alert to indicate the basal rate is set below a patient's basal rate if it is over 3 units. This can be found on page 280 of the control iq manual. All this means that some of the protection that they have in place is invalid which may result in under infusion of insulin and high blood sugar.